Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. One device was received for evaluation. The complaint was confirmed by visual and functional inspection. Latch lock was loose and jams up between locking and unlocking. Replaced latch lock and missing pogo pin insulator. After repair, the unit passed all testing. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device lock latch is very loose and while testing the pump it alarms cassette not attached properly. Also missing a pogo pin. Occurred during testing. There was no patient involvement.